Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system did not start up. During troubleshooting, the fse found that the software loading stopped when the blue bar reached the end, and the application did not launch. The system was booted in psc (philips service console) mode with all configurations present. To resolve the issue, the fse reloaded the azurion software and restored the system backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.